Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that the patient condition was unstable. A 6cm with approximately 5mm uncovered wallflex biliary transhepatic stent was placed in the liver. The patient condition became unstable. It was noted that the physician could open the stent/graft to further determine the situation.